Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to severe bradycardia and frequent pauses in pacing of more than four seconds. Interrogation of the device revealed it was operating in safety mode. Pacing had reverted to unipolar and was not capturing. A device replacement was planned. No additional adverse patient effects were reported. The device remains implanted pending the change out procedure. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. High internal battery impedance puts a device at risk for system resets to occur due to temporary high-power consumption related to telemetry attempts. If three (3) system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation, as was observed in this device.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to severe bradycardia and frequent pauses in pacing of more than four seconds. Interrogation of the device revealed it was operating in safety mode. Pacing had reverted to unipolar and was not capturing. A device replacement was planned. No additional adverse patient effects were reported. The device remains implanted pending the change out procedure. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.